Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-87247 and 2032227-2015-03501.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl in the morning. Customer's mother also reported receiving repeated high alerts from the customer's sensor. The mother also reported changing the customer's reservoir and tubing. It was found the customer's tubing had a crease. The mother also reported the needle from the infusion set was stuck in the customer's body during training. The needle was removed from the customer's body. The mother declined to be transferred to the helpline. No additional information provided.